Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 30-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that a dye study was performed, and the catheter was not able to be aspirated so a catheter revision occurred on (B)(6) 2019. No environmental, external, or patient factors were noted that may have led or contributed to the issue. The issue was resolved at the time of this report and it was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.